Event description:
It was reported that the patient presented to the emergency room with dizziness and dyspnea. It was noted that the patient had received a vibratory alert several weeks prior. The physician was unable to interrogate the device. The device was explanted and replaced.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed and found to be the cause for the communication issue. A longevity calculation was performed and the device did not meet the estimation. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to have caused the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.